Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not be pushed out and got stretched. The target lesion was located in the splenic artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, the physician adjusted the position several times and then it was noted that the coil could not be pushed after straining. When the coil was pulled out, the coil got stretched. The procedure was competed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached in the coil arm section.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed on the main coil, the delivery wire and the introducer sheath were returned to this complaint. The main coil and the delivery wire were not interlocked. The interlocking arm was detached. The twist lock was opened. The main coil was found kinked and stretched. No more damages were observed. Microscope inspection was performed. Under the microscope was observed that the main coil was detached in the coil arm section. The functional test could not be performed due the main coil and the delivery wire were not interlocked.